Event description:
It was reported that this patient was in a true ventricular arrythmia in which the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks without cardioverting the arrhythmia. Upon interrogation, a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out of range shock lead impedance measurement greater than 200 ohms. An external shock was required to convert the arrythmia. It was noted that the patient also has a left ventricular assist device (lvad) system which maintained left cardiac circulation. It was suspected that the right ventricular (rv) lead is fractured. The plan is to revise the system. The patient is currently hospitalized. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was in a true ventricular arrythmia in which the cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shocks without cardioverting the arrhythmia. Upon interrogation, a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out of range shock lead impedance measurement greater than 200 ohms. An external shock was required to convert the arrythmia. It was noted that the patient also has a left ventricular assist device (lvad) system which maintained left cardiac circulation. It was suspected that the right ventricular (rv) lead is fractured. The plan is to revise the system. The patient is currently hospitalized. At this time, the system remains in service. No additional adverse patient effects were reported. Additional information was received which reported that there is no surgical procedure planned as the patient has a very serious illness and has a prognosis of only a few months. The implantable cardioverter defibrillator (ICD) therapies have been turned off. At this time, the system remains implanted. No additional adverse patient effects were reported.